Event description:
A pt was [was] presented to the outside of the hosp by private vehicle with no respirations or pulse. Treatment was initiated by emts [emergency medical technicians] in parking lot utilizing equipment from nearby hosp owned ambulance. The key to the pt 1600 AED [automatic external defibrillator/defibrillator was manually turned to defibrillator mode. Defibrillator applied and attempted to defibrillate pt [pt] and monitor did not shock, determined to be a manual key function failure. Pt removed from monitor and was transported into the ed [emergency department] to continue the code. In the ed, a zoll model m series defibrillator was pulled from a crash cart and attempted to defibrillate pt, no charge on monitor and "bridge test failure" code given by machine. A second defibrillator was pulled from another treatment.